Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The touch screen test failed. The touch screen is out of calibration and failed to calibrate. Installed a known good. Lcd assembly. A simulated therapy was initiated and completed on the cycler without complication. The programmed displayed drain and fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection was performed and no other discrepancies were encountered. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship does exist between ccpd therapy utilizing the liberty select cycler and the adverse event of fluid overload. A contributing factor for the event of fluid overload was the patient¿s non-compliance with the performance of manual exchanges at home as recommended by the pdrn after the patient received a dc drain complication alarm and a touch screen problem prior to the reported event. The patient apparently did not perform manual exchanges following the alarm, and was hospitalized for fluid overload. Constipation assessed as close to impaction during the hospitalization may have been a contributing factor to the dc drain complication alarm. The patient did not comply with the pdrn¿s recommendation to perform manual exchanges at home which may have contributed to the patient¿s fluid overload. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy was hospitalized for fluid overload. The patient had been advised to perform manual treatment at home by the peritoneal dialysis registered nurse (pdrn) but had not performed any manual exchanges. The pdrn was unable to provide the patient¿s medical history and the presenting symptoms at admission. A chest x-ray (date unknown) revealed a large right pleural effusion and infiltrates. Pneumonia had been questioned in the hospital but was not confirmed by the pd nurse. During the hospitalization, the pd nurse reported no issues with the patient¿s pd catheter. In addition, constipation that was close to impaction was also reported. Constipation treatment was not reported. The patient continued pd treatment with non-fresenius products during the hospitalization per report of the pdrn. The patient was discharged after eight days, and the event of fluid overload was considered resolved. Hospital records are not available; therefore, no further information is known at this time. Per the pd nurse, the patient was continuing pd treatment at home with a replacement liberty select cycler without any further issues.